Manufacturer narrative:
This incident is being reported in an abundance of caution. Much of the information surrounding this incident is still in question and further investigation and evaluation of the device is necessary to determine an underlying cause. Once further information becomes available a follow up medwatch will be filed. The device was over 10 years old at the time of this incident which is past the 3-year service life. Pictures provided indicate at minimum the sieve beds and pe valve are replacement components. The reporter received this device a year prior to the incident from a reseller and had very limited information on the history of the device.

Event description:
An incident occurred at a nursing home involving an irc5po2v stationary concentrator that experienced an over-pressurization event.

Event description:
An incident occurred at a nursing home involving an irc5po2v stationary concentrator that experienced an over-pressurization event.

Manufacturer narrative:
The device was returned and received an evaluation. Utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed. This failure mode was confirmed to be that which was previously identified and investigated as part of field correction z-0514-2021. The device fell outside the range of impacted units. However, the component that caused the failure mode was within the scope of impacted units indicating it had been installed after the initial manufacturing of the device. The investigation activities in the CAPA concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely must experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. This is all the information available at this time. If further information becomes available that changes these findings a supplemental medwatch will be filed.